Event description:
On (B)(6) 2014 the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 6/4/15. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings:.display screen has a pinkish contrast. Unrelated to the complaint, damage to the pump case was observed near the upper right corner between the display lens and the case seal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).